Manufacturer narrative:
Device not returned.

Event description:
A company representative reported that a 10 cc unit of vitoss ba2x foam migrated into the soft tissue in the patient's heel post-operatively. The physician, "numbed [the patient] up in the office, opened it, and cleaned 90% of it out."